Event description:
An article titled "use of social media to assess the effectiveness of vagal nerve stimulation in dravet syndrome: a caregiver's perspective" was received regarding patients with dravet syndrome that had vns devices implanted. The researcher used social media to distribute a survey to parents and caregivers of patient's with dravet syndrome. The average age of the patients was 12.1 years old. The article stated that 2 of the 49 patients experienced infections associated with their vns device. No further information regarding the , and the author refused to provide anything further information as well. There was also a report of increased seizures in the article, which is reported in MFR. Report #1644487-2017-03717.